Event description:
Per the clinic, the patient experienced pain, discharge and infection in the inner ear. Subsequently, the patient was treated with oral and IV antibiotics (date and duration not reported); however, the issue did not resolve. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the patient was administered with topical and IV antibiotics (specific date and duration not reported); not oral antibiotics as previously reported in initial MDR submitted on (B)(6) 2025. Per the clinic, the patient also experienced inflammation that started in the middle ear and extended to the inner ear. Device analysis report attached.